Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09142. It was reported that the patient presented in clinic for laser lead extraction. Interrogation revealed that the patient's atrial lead exhibited noise, and the patient's right ventricular lead exhibited high defibrillation impedance. Fluoroscopy performed on (B)(6) 2020 revealed externalization of the right ventricular lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.